Manufacturer narrative:
(B)(4). The delivery device was returned to factory for evaluation. Signs of blood and clinical use were observed. The loading device and the cutter were not returned. The blue slide lock was disengaged and the plunger was fully depressed on the delivery device. The anchor and tension spring assembly were returned inside the delivery device tube with the seal extended outside the tube. The extended seal was observed in deployed state with blood on the seal. The seal was completely intact, no signs of crack or delamination were observed. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Device measurements were unable to be taken due to the presence of blood inside the delivery tube. Based on the investigation and device as returned the reported complaint failure mode ¿leak¿ was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was deployed properly; however, it was not covering the hole opened by the ac-(B)(4). The customer tried for 3 times and failed all with the same results. The customer finally succeeded in the fourth time. It doesn¿t look like the event occurred due to the defect of the device; the anastomotic opening might have been torn a bit, therefore the seal didn¿t stay at the opening. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to (B)(4). There are a total of (B)(4) complaints.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was deployed properly; however, it was not covering the hole opened by the ac-3038. The customer tried for 3 times and failed all with the same results. The customer finally succeeded in the fourth time. It doesn¿t look like the event occurred due to the defect of the device; the anastomotic opening might have been torn a bit, therefore the seal didn¿t stay at the opening. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). There are a total of 3 complaints.